Event description:
During laparoscopic cholecystectomy, the surgeon reported using the grasper, to push on the liver, when the grasper fell apart. The grasper was in an open position. Five parts were retrieved, as confirmed by fluoroscopy, and a small hole in the duodenum was oversewn.